Event description:
Doctor implanted a trident hemi cluster cup followed by one screw with 25mm in length after tightening the screw all the way down. Doctor continued to tighten the screw and ended up breaking the tip of the screw driver inside the screw head. The hospital then opened mixed tools to remove the screw driver tip. With little effort the surgeon removed the screw driver tip. No consequences to patient post op. Doctor told me that he was about to tell me that the knuckle driver felt like there was unusual resistance and a "nano second" later the tip of the screw driver broke.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. The fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. Material analysis found no evidence of material or manufacturing defects. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture. No material or manufacturing defects were noted during the investigation.

Event description:
Doctor implanted a trident hemi cluster cup followed by one screw with 25mm in length after tightening the screw all the way down. Doctor continued to tighten the screw and ended up breaking the tip of the screw driver inside the screw head. The hospital then opened mixed tools to remove the screw driver tip. With little effort the surgeon removed the screw driver tip. No consequences to patient post op. Doctor told me that he was about to tell me that the knuckle driver felt like there was unusual resistance and a "nano second" later the tip of the screw driver broke.